Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00875801332/ constrained liner with constraining ring/ lot #64726181. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02650.

Event description:
It was reported that patient underwent a hip version surgery due the liner luxed from head component. The locking ring was noted to be in the correct position. Attempts have been made and additional information to the reported even is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350